Event description:
The catheter was occluded. The pump and catheter were replaced. The reason for pump replacement was prophylactic removal of pump to avoid in-vivo battery depletion. Pt outcome was not reported. The pump delivered lioresal 2000 mcg/ml at 550 mcg/day. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.